Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter/patient's mother contacted lifescan (lfs) alleging that lay user/patient's onetouch ultra2 meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 11:00 am on (B)(6) 2010. The patient's blood glucose was reportedly tested on the subject meter and obtained results of "368, 399, and 361 mg/dl," performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the patient manages his diabetes with insulin injections (no adjustments). The patient confirmed that the patient continued with his usual dose of medication despite the alleged issue. One day after the alleged issue began, the reporter claimed that the patient became "sweaty." It is not known if the patient's blood glucose was tested on any meter at the onset of the symptom. The reporter stated that the patient did not receive any acute medical treatment besides a glucose test that was performed at a lab on (B)(6) 2010 at 10:15 am. During the troubleshooting session, the cca documented that the patient's blood glucose results were obtained from an approved sample site. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained inaccurate readings on the subject meter and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.